Event description:
It was reported to philips that the system could not make exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system cannot make exposure. Review of the log files showed application error: exposure not possible. Fse restarted the system, problem still existed. Fse checked survey post result, found ippc frontal not done, then downloaded board software, ippc os and app, showing current version was unknown, the os and app would need reinstallation. Fse tried to bypass hard disk tray, problem still existed. To resolve the issue fse cleaned and reconnected all boards on ippc, reloaded ippc os and app. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.